Event description:
It was reported that this right atrial (ra) lead was surgically abandoned and replaced with a new lead due to an unknown product performance anomaly. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned and replaced with a new lead due to an unknown product performance anomaly. No additional adverse patient effects were reported. Subsequent additional information was received that indicated the right atrial (ra) lead had exhibited high out of range pacing impedances. This led the physician to perform the revision procedure that had the lead capped and replaced. No additional adverse patient effects were reported.